Event description:
It was reported that the autopulse resuscitation system displayed ua07 (discrepancy between load 1 and load 2 too large) and was unable to be cleared. There was no report of a pt injury.

Manufacturer narrative:
The autopulse device involved in this event was returned to zoll circulation on (B)(6) 2012 and was analyzed. Visual inspection revealed that the battery lock was damaged. Archive data indicated that there were many sessions of ua07 (discrepancy between load 1 and load 2 too large). When functional test was performed ua07 was displayed when unit was powered on. Probable cause of this failure could be attributed to damage load cells. Damaged battery lock and load cells were replaced. The board passed final test.